Manufacturer narrative:
Block unique identifier: (B)(4). (B)(4). (B)(4) reported a field modification for this issue per 21 cfr 806 gehc ref# (B)(4).

Event description:
Received information that the table pinch protector may have come off leaving standing flat-head screws. There was no injury involved with this malfunction event.

Manufacturer narrative:
This supplement is being submitted to inform the FDA of ge healthcare (gehc) decision to stop reporting the following malfunction. Previously, we identified a pinch protector failure on our revolution CT system that was determined to be MDR reportable as a malfunction. Gehc initiated a recall and design change that corrected the issue.

Manufacturer narrative:
This supplement is being submitted to inform the FDA of ge healthcareâ s (gehc) decision to stop reporting the following malfunction. Previously, we identified a pinch protector failure on our revolution CT system that was determined to be MDR reportable as a malfunction. Gehc initiated a recall and design change that corrected the issue. We reviewed complaint data for the years following completion of these activities and found no further occurrences of an adverse event associated with the malfunction. In addition, based on the implemented design change, our analysis determined that it would be unlikely for death or serious injury to occur in the future if the issue were to recur. Gehc has therefore concluded that the issue no longer meets FDA MDR malfunction reporting requirements. We will continue to evaluate all product complaints and submit MDRâ s as required.